Event description:
The account alleges that the dc coiled cable became entangled between the bed frame and the brake/steer pedal weldment, causing an arc to happen when the brake would be engaged.

Manufacturer narrative:
The technician replaced the dc power coil, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.